Manufacturer narrative:
Medical record review: the reporting nurse could not identify the source of the infection. The medical records did not provide sufficient date to correlate the reported event to the use of fresenius products. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. The medical records did not contain a neurological evaluation or discharge notes regarding the tia (trans ischemic attacks) or stroke evaluation. There was no confirmed diagnosis of tia/stroke in medical records. Device evaluation. A visual inspection of the returned cycler exterior found the left bottom corner of the rear panel is slightly pushed inward. No other physical damage was found. Simulated treatments was performed and completed without any failures or problems. Valve actuation test passed. System air leak test passed. Patient sensor calibration check passed load cell value and verification were within tolerance. An internal inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. Passed mushroom head check.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
Received initial report from nurse on (B)(6) 2015 stating patient had been in and out of hospital due to infections. The following is from the medical records provided by the patient's clinic. The patient presented to the hospital with a history of abdominal pain that he assesses as 10/10 on the pain scale, since the night before. His abdominal pain was associated with vomiting, diarrhea and chills. The patient denied feber, hematochezia, melana, chest pain, dizziness or other cardiorespiratory symptoms. He was admitted for possible acute peritonitis and was treated with cefepime and vancomycin. The patient did also complain of upper left extremity and was being evaluated by neurology for transischemic attach (tia) and stroke. The patient is scheduled to have his pd catheter removed and a perma-cath sited. Discharge summary will be requested when available.